Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience low blood glucose (bg 40 mg/dl). In addition, pump battery was not holding its charge and the mini usb port intermittently was not connecting with cable. Customer did not provide further information regarding the reported events.